Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the common carotid artery (cca) while using the 0.014" enroute guidewire. The physician placed two unplanned stents to cover the dissection. The procedure was completed, and the patient was neurologically intact.